Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11904. It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 24mm watchman ® laa closure device & delivery system (wds) was advanced. During deployment of the watchman ® laa closure device a perforation of the laa occurred resulting in pericardial effusion. The physician did a full recapture and performed pericardiocentesis. The procedure was aborted. There were no further patient complications reported and the patient condition is fine.